Event description:
Fluid warming was being used utilizing a hotline fluid warmer. The disposable tubing was from lot number 4458976-- an l-70 warming set. The blood back flowed from the IV tubing into the inner tubing for the machine. We believe that the inner tubing must have been damaged or cracked. And that the blood then leaked into the fluid on the outside of it, (that runs into the machine to get warm. The fluid is not sterile, and the machine definitely was not sterile. About 150 cc was missing from the pump so it is believed that it went into the patient thereby making her a huge infection risk.